Event description:
A malfunction related to air bubbles in the infusion set tubing between the t: lock and the patient was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as the issue did not cause the blood glucose to exceed 500 mg/dl nor the cgm to read "high." The customer noticed air bubbles during pumping despite completing cartridge air removal with the fill rod and experienced a cartridge alarm daily while filling the tubing. Technical support documented the ongoing issue.